Event description:
The customer reported that the device failed the op check test with defib and pacer tests. They verified this with a different set of cables.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the operational check test with defib and pacer tests. They verified this with a different set of cables. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. The cause was found to be a cable that was not fully connected.